Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient was experiencing subjective visual disturbances ("halos during night driving") following icl implantation in late 2013. According to the patient symptoms improved over time without any additional intervention and she is very happy with achieved visual acuity. No information was received from the implanting surgeon. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Patient reported the surgeon implanted an icl implantable collamer lens in her right eye in (B)(6) 2013. The patient has reported is experiencing bad halos that make driving at night extremely difficult. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the patient reported the halos in her right eye are getting better, some times she sees only 1/2 a halo and other times the halo is gone completely.